Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Althoughs ome evidence points to a higher rate of occurrence in women using breast pumps versus those are are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have remotely assessed the two pumps (elvie double pump) via the logs and confirmed that both were used longer than the recommended time duration. The customer care team are still working through troubleshooting with the customer and hope to resolve the problem without needing to replace the units and request them back for analysis. If a fault is determined to be the likely cause of the event, the device will be requested from the customer for analysis. This has not been requested to date, if however, the device is returned, upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent.

Event description:
Customer reported on (B)(6) from belgium that they were experiencing multiple issues with their elvie pump including pain when pumping and the pump turning off mid session. The cutomer advised the issues lead to clogged ducts and mastitis. The customer confirmed that they are themselves a doctor and have taken prescribed medication to relieve mastitis.